Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had error code e116 and e118 during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e117, poor contact of graphics processing unit sub assembly, poor contact of motherboard. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error code e116 was due to poor contact of graphics processing unit sub assembly and error code e117 was due to poor contact of motherboard. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.